Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was long and it had a 15 degree angle. There was no calcification or tortuosity in the iliac arteries. It was reported that after the bifurcated stent graft was implanted, there was kinking or a twisting appearance at the bottom of the aortic body seen on the post injection of contrast. The physician placed a catheter across the area and there was no pressure gradient or change of flow dynamics. After this evaluation, the physician did not think there was need to intervene and commented that the stent graft did what it is supposed to do. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) results and conclusions: unk cause of stent graft kinking/twisting.